Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional relevant information received, a follow up report will be submitted.

Event description:
It was reported that while changing the transfer set in use for peritoneal dialysis (pd) the patient connector did not connect well with the titanium adapter. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow up report will be filed if additional relevant information becomes available.